Manufacturer narrative:
Further investigation revealed that the customer reported condition of low battery capacity and the repair condition of not charging were not confirmed. It was determined that no problem was identified. Therefore an assignable root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary mandible surgical procedure, it was observed that the battery device was not holding a charge. According to the report, the battery went dead approximately three minutes into sawing even though the battery was fully charged before the surgery. There was a fifteen minute delay to the surgical procedure while inserting a new battery to complete the surgical procedure successfully. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the device would not work. It was noted it will not charge, red display light (warning/error light) comes on when battery is inserted into charger, attempted to refresh the battery but the red display light (warning/error light) came on. The assignable root cause was due to component wear. If additional information should become available, a supplemental medwatch report will be sent accordingly.